Event description:
It was reported that the pt never had therapeutic effect. The pt stated that the catheter had not been connected to the pump two times. The pt was considering having the pump explanted. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).